Event description:
Device report from synthes europe reports an event in germany as follows: reportedly on the proximal end of the implant holder instrument, a part is broken off. The travious cage cannot be fixed in the right order. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The implant holder was sent for the review of the manufacturing and material documents. It was established that requirements are fulfilled. The specifications have been applied. Based on this result we exclude a manufacturing failure. Due to the fact that the welded mounting points of the two locking screws are broken, it is possible that temporary overloading led to this damage. No product fault could be detected. Placeholder.